Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has not received any products that were used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews could not be performed due to insufficient information provided. The event date and da vinci system information are unknown.

Event description:
It was reported that during a unspecified da vinci-assisted procedure, the patient experienced a minor skin burn was observed around the port site where a monopolar curved scissor (mcs) instrument was installed. The following information is unknown: the cause of the complication, the severity of the burn injury, and what medical intervention (if any) was administered due to the minor burn injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.